Manufacturer narrative:
Initial.

Event description:
It was reported that the user replaced a dexcom g7 continuous glucose monitor (cgm) sensor and did not update the ilet pairing, then could not locate the g7 pairing code despite using the dexcom app and attempting in-call guidance. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included user interview and troubleshooting education regarding correct sensor pairing workflow and code retrieval. Investigation of this case revealed user handling error related to pairing procedures, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in setup and use.